Manufacturer narrative:
The unique UDI information for this device is not available since the device was manufactured before 2015.

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) was on-site, and investigated the anesthesia system, the gas sampling line was unattached to the patient circuit; after mounting to the system as it should it passed several checks and ventilation tests without a fail. The device logs have been analysed. The system checkout failed the pressure transducer test on the date of event. The log also shows that three treatment periods were started despite the failed system checkout. During treatment, the alarm for airway pressure: high was triggered each time when the ventilation mode switched to afgo (additional fresh gas outlet). During afgo it is important to check the external circuit for blockage. Only external breathing circuits equipped with a pressure relief valve or a manual bag with an opened end shall be connected to the afgo outlet. Our conclusion is that the loose sampling line was the cause of the reported pressure transducer test failure. The root cause of the airway pressure high alarms and other clinical alarms generated during afgo mode has not been determined.

Event description:
Manufacturer's reference number: (B)(4).